Manufacturer narrative:
Although product has not been returned, the fractured screw has been confirmed through review of the returned radiographs. The item number and the lot number for the screw was not provided and therefore a device history record review could not be completed. A definitive root cause has not been determined.

Event description:
The dentist reported a fractured screw.

Manufacturer narrative:
Additional information: checked adverse event. Checked required intervention to prevent permanent impairment/damage (devices). Describe event or problem: added new information. Added concomitant medical product and therapy date. Added aware date. Additional information box checked.

Event description:
The dentist reported they were unable to remove the screw. The implant was removed.